Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was displayed as high on the continuous glucose monitor (cgm). Cause was due to the pump shutting down. Customer administered a correction injection via mdi and a bolus from the pump. The customer continued to use the pump for insulin therapy.